Manufacturer narrative:
H10. Additional manufacturer narrative: added information to a1, b1, b2, b5, h6. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Per physician, surgical valve did not prematurely fail. The patient had degeneration and stenosis which led to patient undergoing valve-in-valve procedure. Patient did well and was discharged.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information were unsuccessful. If additional information is received a supplemental MDR will be submitted. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. The cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this (B)(6) y-o patient with a 25mm edwards valve implanted in the aortic position has been placed under consideration for a valve-in-valve procedure after an implant duration of approx. 16 years for unknown reason. No other details were provided. No other information was able to be obtained from the surgeon.